Event description:
An alarm issue was reported with the adc device. A customer reported that the reader failed to alarm when his glucose was low and as a result, he experienced a loss of consciousness. The customer further reported being unable to self-treat, requiring treatment of glucagon by a third-party treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.